Event description:
It was reported that the patient had no stimulation sensation from their implantable neurostimulator (ins). Interrogation of the ins showed high impedances, greater than 4000 ohms, on all bipolar pairs except 0/1. The patient had all 8 electrodes programmed and they did not feel stimulation up to 9.5v. The patient had their whole ins system replaced, and upon visual inspection of the explanted lead, the physician stated that he thought that the wires in the lead may have broken through use. Post surgery, the patient outcome was stated as "very good." If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID, 7496-51 lot#, serial# (B)(4), implanted: 1992 (B)(6), explanted:2012 (B)(6), product typ extension; product ID, 7435 lot# , serial# (B)(4), implanted: explanted: product typ programmer, patient; product ID, 3586 lot# , serial# (B)(4), implanted: 1992 (B)(6), explanted: 2012 (B)(6). Product typ lead; product ID, 3550-09 lot#, n144455 serial#, implanted: 2009 (B)(6), explanted: 2012 (B)(6), product typ accessory. (B)(4).